Event description:
It was reported that the device was leaking. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the enclosure was dirty and missing all of the rubber feet. The water tank cover was cracked around the bolts and alongside the bottom. The main block was also dirty. Instead of the plate clip being in place, the device instead had a socket assembly. Finally, the device contained the old-style printed circuit board (pcb) and drain fitting instead of the most updated versions. Functional testing was able to replicate the customer reported problem by filling the water tank, plugging in the line cord, and switching the power on. The were able to observe a leak. The root cause of the reported issue was found to be a cracked water tank cover mostly likely caused the customer. No further repair actions were taken given the age and condition of the device. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).